Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastroduodenal artery bleed using ruby coils. During the procedure, the physician deployed and detached the initial ruby coil in the target vessel using a non-penumbra microcatheter. After that, the physician advanced a ruby coil out of the non-penumbra microcatheter and into the target vessel but decided to retract the coil for repositioning. While retracting the ruby coil, the physician did not mention resistance; however, the ruby coil unintentionally detached leaving its distal end in the common hepatic artery. Therefore, the physician attempted to use a snare device to remove the detached ruby coil; however, the physician was unable to remove the ruby coil and the ruby coil distal end was left in the common hepatic artery. The physician decided to end the procedure at this point. It was reported that the distal end of the ruby coil in the hepatic artery was considered insignificant. There was no report of an adverse effect to the patient.